Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The reported issue was confirmed. To resolve the reported issue, the medtronic representative invalidated the home for the gantry. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry for the imaging system would not complete docking protocols when prompted by the user.